Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that head of theatre reported via our sales rep that they opened the device intraoperative and that the device shows roughness. Surgery was executed with alternative device and finished with desired result.